Event description:
The customer states that there is a problem reading the barcode when processing patient samples using the cell-dyn 3200 sl analyzer. When the patient sample tube is scanned by the barcode reader, the wrong patient name appears. When validating the sample, the result goes into the right file in the data. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.